Event description:
Customer reported a port issue with his adc blood glucose meter, noting the meter powers off before displaying a result. Customer also reported that on several occasions he received a "hi" message (a reading greater than 500 mg/dl) on the display. It was further reported that at the time of his call to customer service he needed to test because he was "sweating and having insulin shock", but he did not know how much insulin to take due to the port issue and that this led to an unspecified injury. He also noted that due to this issue he had to repeatedly puncture his finger which caused bleeding. No further information was provided by the customer as he declined to continue troubleshooting and disconnected the call. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted. The actual date when the medical event occurred is unknown. (B)(4).

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (45001j000) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed. This serve also as a correction report. The catalog # in section d. Suspect medical device should reflect (B)(4). This section has been updated to reflect the correction.